Event description:
The stryker core impaction drill was sent in for analysis because it was overheating during a procedure. No adverse event was reported, another device was used to complete the procedure without any procedure delay.

Manufacturer narrative:
During failure analysis the customer's complaint was duplicated; the device overheated during performance testing. Further investigation revealed a worn/damaged internal component parts. The worn/damaged driveshaft bearing was identified as the probable cause of the failure. The damaged parts were replaced and the device was returned to the customer.